Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that t handle cracked. It was found when set returned to the office for inspection. The impactor tip was old and worn. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the physical product was able to confirm the complaint. The device presents a worn condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.